Event description:
During an ercp procedure, the physician used multiple wilson cook zilver metal stents. The physician successfully placed a stent in the bile duct. During placement of the second stent, the physician went through the side wall of the existing stent with difficulty to get to the desired position in the adjacent duct. At this time, the second stent would not fully deploy. The physician cut the handle off the introducer and removed the outer sheath in an attempt to deploy the stent. During the removal of the introducer and sheath from the endoscope, the stent broke off in the patient. The physician viewed the broken portion fluoroscopically in the pt's biliary duct at the desired location. At the physician's discretion, the broken portion of the stent was left in the patient. The remaining portion of the stent was in the endoscope. Post procedure, no harm to the patient was reported.